Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow up with symptoms of presyncopal episodes occurring intermittently since last follow up. Upon interrogation the right ventricular lead exhibited noise, the noise could not be reproduced. No programming changes were made as the clinic planned to monitor the lead going forward. The patient was stable throughout the interrogation and was not experiencing any symptoms. The patient would continue to monitor the patient.